Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. The patient was on dilaudid for "8mg once a day". It was reported that the patient heard pump alarm. The patient mentioned that she had an magnetic resonance imaging on (B)(6) 2018. The patient alleged that the hcp was supposed to "turn the pump back on". The pump started beeping on (B)(6) 2018 and beeped again for approximately four minutes in the morning on (B)(6) 2018. The pump was not beeping all the time. No further complication was reported.